Event description:
The customer reported attempting to apply an abbott diabetes care (adc) device and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels, experiencing confusion, sweating, palpitations and a loss of consciousness. The customer was unable to self-treat, requiring treatment of glucose injection, milk and biscuits provided by non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, no product has been received at this time despite follow up attempts by adc. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported attempting to apply an abbott diabetes care (adc) device and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels, experiencing confusion, sweating, palpitations and a loss of consciousness. The customer was unable to self-treat, requiring treatment of glucose injection, milk and biscuits provided by non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. The sensor plug was fully seated. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the returned applicator and no issues were observed. The applicator has been fired correctly, however loose sharp was observed. It was also observed that the sharp was bent. The applicator was opened to inspect sharp carrier and introducer hub; however, no damage, flash, or excess material were observed. Sensor pack 3mh013refyr has been returned and investigated. Visual inspection was performed on the returned sensor pack and damaged transition features were observed. Platform was observed to be damaged during initial lock ledges. It was observed that the platform slides up and down completely. Lid has been peeled off completely. Therefore, issue is not confirmed to use due to incorrect assembly method. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit met specifications prior to release to distribution. Section d4 (primary UDI number) and h4 (device mfg date) were updated based on returned product download. Section d4 (expiration date) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.